Event description:
Cardiac monitor-defibrillator unit in the emergency center was being used on a pt during a full cardiac arrest. The unit went dead, reportedly, for no apparent reason during the code. The defibrillator had not been used.